Manufacturer narrative:
The lot number of the delivery device was not provided, therefore, a device history record review could not be performed. In addition, the device has not been returned to b+l for evaluation. Based on the available information, the root cause of the event could not be identified.

Event description:
It was reported that the patient's capsule was compromised while the surgeon attempted to insert the li61se intraocular lens into the patient's eye. The lens was then removed and a vitrectomy was performed. An anterior chamber lens was implanted and sutures were placed. The patient was seen by the surgeon on (B)(6) 2011 and presented with corneal edema, which the surgeon expected due to the complications experienced during surgery. The patient was treated with a topical antibiotic eye drop after surgery. The patient's current prognosis is good. Reference MDR #1119279-2011-00154 for the intraocular lens.